Manufacturer narrative:
(B)(4). The device was evaluated by a philips fse and the issue could not be duplicated. The lithium battery was replaced at the discretion of the fse. The device passed testing and was returned to the customer. There was no request for further action or response from the customer. We are unable to determine a cause because the reported symptom could not be duplicated.

Event description:
The customer reported the device failed to power up on battery power. There was no report of pt involvement.